Event description:
Patient presented to the physician with a red and possibly infected chest incision. Physician determined a stitch had come out, prescribed antibiotics, and requested the patient stay overnight for observation. Patient was released the next day.